Event description:
The customer reported to baxter (B)(4) a flogard intravenous solution adminstration set in which a leak occurred. According to the report, the set connected to a patient via a colleague infusion pump when the staff noticed a leak at the connection point between the set's luer and an unknown pvc tubing. The condition was identified during patient use. There were no reports of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.